Manufacturer narrative:
(B)(4). Batch # t5ay6t. Investigation summary: the analysis found that one ec45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst45w cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/10. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. The batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an open bowel procedure when the device was closed on the renal artery it would not close. A second like device was tried it closed successfully fired but locked out. The red reverse button was pressed, and the blade would not return. Both sides of the artery were ligated, and the device was cut out. The procedure was completed with a competitor¿s device with no patient consequences reported.